Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported issue. The system was determined to have met specification. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery an ophthalmic operating system exhibited low aspiration/vacuum power. Procedure details were not reported. No patient impact was reported. Additional information has been requested but none received till date.

Manufacturer narrative:
Correction information was provided in section d4. The manufacturer internal reference number is: (B)(4).